Event description:
The implant malfunctioned due to part not retained on mating part (e.g., the malfunction did not cause or contribute to a death or serious injury. ---------------------------------------- 09/28/2023 19:08:39 cet ((B)(6)) phone +(B)(6). User:(B)(6) received date of the return product:28/09/2023.